Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor and the video cables. The system operates as intended.

Event description:
The customer reported the video connectors on the back of the workstation are bent or broken. This could prevent the system from displaying an image. No pt injury was reported.